Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/10/96 and revised on 7/19/96 due to a "malfunction" and possible infection. Requests have been made for add'l info surrounding the incident; however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed an area of several separations/leakage sites, in a linear pattern, around the reservoir's inlet tube. The tubing displays impression markings on the surface, and examination of the surfaces of the separations, revealed markings indicating contact with unshod instrumentation i.e. Hemostat. No other functional abnormalities were observed. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Because the info provided does not indicate what factor(s) contributed to the reported event, and because of the brief in-vivo duration prior to this occurrence, qa is precluded from determining the sequence of event's resulting in the observed damage to the reservoirs inlet tube and precluded from determining if this damage contributed to the reported "malfunction." Because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa accepts the physician's observations of such. The review of the device lot history recordes by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the deivce was sterile prior to the device packaging being opened and that any infection originated from source(s) other than the device.

Event description:
The device was removed due to a "malfunction". There "may have also been infection". The entire device was removed and not replaced.